Event description:
It was reported that bd alaris smartsite pump infusion set was damaged the following information was received by the initial reporter with the following: today in the outpatient infusion dept, IV tubing was primed and inserted into the channel. It was alarming "checking line." After troubleshooting, rn tried inserting into a different channel and alarm read. "Air in line." Able to manually drip fluid through tubing, but it would not function in any channel/pump/ this is the 7th occurrence at tca 6th floor infusion over the past week. 1 occurrence of this type at new london. Rn discarded tubing and obtained new tubing in which it worked.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
H10: the customer reported the sample was returned along with a different complaint, which investigated the samples. The issue reported of 'air in line' was unable to be replicated, and no root cause was able to be identified. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.